Event description:
Silicone breast implant (reconstruction) in 2009 and saline lift in other breast. Severe pain in joints and illness now. Ongoing fatigue, continuing anxiety, headaches, sore throats, sinus infections, etc. Went to doc who did implant. Said not able to leak. Impossible. No help. Never had MRI after implant. No one recommended. Implant is shrinking. Not full like before. Where is the silicone going? Now have tinnitus, hearing problems, many unusual ills. No diagnosis. I have decided I would like to have both sides removed even though it will cause major scarring and ugliness. I don't know what else to do. I am sick and getting sicker and there isn't any help anywhere. No one even told me prior to the reconstruction implant that I would have these problems. I will not go back to the doc who did this surgery and now need a new surgeon. Taking pain meds for inflammation all the time. Women should be warned that silicone in the body is not good. It makes you sick.